Manufacturer narrative:
The biomedical engineer (bme) reported that their site had a power outage and that the uninterruptible power supply (ups) shut down causing the central nurse's station (cns) to shut off. The bme also reported that the ups does not appear to be up as there are no lights visible on the unit. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that their site had a power outage and that the uninterruptible power supply (ups) shut down causing the central nurse's station (cns) to shut off. The bme also reported that the ups does not appear to be up as there are no lights visible on the unit. No patient harm was reported.